Event description:
Noise on this ra lead was reported. The lead will be monitored.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis demonstrated 22 cm proximal to the lead tip that the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis revealed 4 cm proximal to the lead tip that the outer conductor coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.